Event description:
The customer reported that the device shutdown while monitoring a pt. There was no negative impact to the pt reported.

Manufacturer narrative:
(B)(4). The customer reported that the device shutdown while monitoring pt. There was no negative impact to the pt reported. A philips field service engineer evaluated the device and the reported issue could not be recreated. The battery showed a ¿low battery¿ warning. The battery was put into a cadex charger and charged fine. Based on the customer¿s complaint we will consider this a failure. We cannot determine the cause as the failure could not be recreated.